Manufacturer narrative:
A preliminary analysis of the returned device indicated "weak amp" for perhaps .5 to 1.0 seconds two different times. Further manipulations could not reproduce the message. The final analysis of the device is pending.